Manufacturer narrative:
Concomitant products: 14887 lead, implanted (B)(6) 2009; dtba1d1 ICD, implanted (B)(6) 2015.

Event description:
It was reported that the patient presented to the clinic with left arm edema and discomfort since being discharged from their right ventricular (rv) lead revision. A doppler scan showed and extensive deep vein thrombosis (dvt) in the left brachial vein. It was also noted that the patient¿s creatinine level was elevated from the recent fluoroscopy of the rv lead. The patient was referred to a nephrologist. The patient also started an oral anticoagulant and will follow-up with their physician. The rv lead remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.